Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of capture was noted when treating the right superior pulmonary vein (rspv). Capture was not regained for the remainder of the procedure. One week post procedure it was reported the patient was doing well and there was no shortness of breath. Howver, no test of phrenic nerve function was performed. Because it is unclear if a phrenic nerve injury occurred, and if a phrenic nerve injury did occur, if the injury has fully recovered, this event is being reported as an MDR.